Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2, -12.50/2.0/077 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It is reported that on the same day the lens was explanted. If additional information is received a supplemental medwatch report will be submitted. (B)(6) 2021. Malfunction is corrected to serious injury. Impact code 2199 is corrected to 4627. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2, -12.50/2.0/077 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens to be exchanged with a for a shorter length lens due to excessive vault. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.